Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Additional information received indicated this valve was explanted due to endocarditis after the patient developed a strep intermedius infection that resulted in endocarditis with multiple noted densities on the valve.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be submitted when the evaluation is complete.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information that a 21mm bioprosthetic aortic valve was explanted after an implant duration of four (4) years and four (4) months due to unknown reasons. The 21mm valve was replaced with an edwards 21mm valve.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, most of cusp area of all three (3) leaflets had been cut. Cut sections of the leaflets were not returned. X-ray revealed calcification on the remainder of the three (3) leaflets. Host tissue overgrowth was also present on the remains of all three (3) leaflets at the inflow aspect and on one (1) leaflet at the outflow aspect. The entire sewing ring had been removed from the valve and metal band was exposed around the valve at inflow aspect. The wireform was exposed on a commissure but remained intact per x-ray evaluation. (B)(4). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.